Event description:
Will not activate - battery changed 2x's.manufacturer response for ultrasonic dissectior, (brand not provided) (per site reporter).======================was reported to manufacturer by the sales rep, issued rga#.